Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was hospitalized two years ago with hyperglycemia. The patient stated that 2 years ago he had to go into the ER (emergency room) and they could not measure his bg level, but was sent to another hospital. At the new hospital his bg levels read 879 mg/dl. The patient stated he could not remember exactly when this hospital stay happened, other than to say it might have been during winter. The patient stated that he was in the hospital at that time for 4 days. The patient stated that he was almost comatose. He stated that he was driven to the hospital and transported via ambulance to another hospital, where he stayed for 4 days. The patient could not recall the treatment, other than to get a saline drip and stabilize him. The patient stated that in (B)(6) 2018 his insulin was switched from humalog to novolog, but could not recall clearly.